Manufacturer narrative:
Unit received with blank display due to moisture damage at electronic assembly. Unit found moisture damage at motor assembly noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device was exposed to moisture. Report does not state whether the reservoir is able to lock into place or not. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.